Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and six months of post-deployment, a computed tomography (CT) abdomen and pelvis was revealed that the superior extent of filter was at l2-l3 disc space and inferior extent was at superior l4 vertebral body. A total of 6 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 4 mm. Coronal images showed 1-degree of tilt right-to-left and sagittal images showed 1-degree tilt anterior-to-posterior. A prong had perforated the aorta. Around, seven months of post-deployment, the patient presented with lower abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and discontinued warfarin therapy secondary to gi bleed. At some time post filter deployment, it was alleged that the filter perforated into aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.